Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified a fiber body break, as the fiber was received in two pieces and the connector was detached. The fiber damaged was likely caused by how it was handled during setup and use. This procedural handling may have contributed to the fiber body break. Additionally, interaction between the connector and the console likely caused the connector to separate from the fiber body. The device history record (DHR) confirmed that the device met all material, assembly and performance specifications. According to the device instructions for use (IFU), inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the device; return it to the supplier for replacement. Based on the information available and analysis results, the interaction between the user and device caused or contributed to the observed fiber body beak. A conclusion code of unintended use error caused or contributed to event was assigned to this investigation.

Event description:
It was reported that during a procedure, upon insertion into the console, the fiber popped and began smoking after console was fired. The procedure was completed with another fiber without patient complications. Analysis of the returned device identified the fiber connector detached.

Event description:
It was reported that during a procedure, upon insertion into the console, the fiber popped and began smoking after console was fired. The procedure was completed with another fiber without patient complications. Analysis of the returned device identified the fiber connector detached.